Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no report of serious harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded. There is no report of serious harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the manufacturer found evidence of white colored talc-like contaminant in the device air-path and in the air inlet port. The device was disassembled for internal visual inspection. The manufacturer observed more evidence of white colored talc-like contaminant in the device air-path, the white colored contaminate was on the outside if the blower housing cover along with the white contaminate on and in the blower motor and box. The manufacturer applied power to the device and verified airflow and no error log was found. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device.